Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28 x 3.50 mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Prior to and throughout the procedure, the patient was given with heparin. After a guidewire crossed the lesion, pre-dilation was performed with a 2.00 x 8 mm balloon catheter wit residual stenosis of 60%. A 3.00 x 32 mm promus element ¿ drug-eluting stent was advanced and implanted. However, upon checking cineradiography from various angles, it was noted that there was a dissection in the distal end of the stent. To cover the dissection, the physician advanced and successfully implanted a short stent. The procedure was then completed. Post procedure, the patient was given with heparin and clopidogrin. No patient complications were reported. The patient was doing well and the patient's status was stable.